Event description:
The patient has fibrous dysplasia. Dr. Wallace found that the recon screw had broken at the threads in an x-ray. Due to this she also had a trochanteric neck fracture. After speaking with dr. Wallace she is not sure if her fibrous dysplasia caused the screw to break at the thread or what else caused it.